Event description:
Same case as 2134265-2015-02489, 2134265-2015-02490, 2134265-2015-02492, 2134265-2015-02491 and 2134265-2015-02494. It was reported that automatic pullback failure has occurred. During an intravenous ultrasonographic procedure, an atlantis¿ sr pro was used in conjunction with a motor drive unit and a pullback sled to diagnose an unknown target lesion. However, the physician could not execute pullback. He changed the pullback device and three catheters but the problem was not resolved. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).